Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2015 and was revised on (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the devices at issue, device recall and excessive levels of cobalt and chromium in her blood.

Manufacturer narrative:
Additional manufacturer narrative reported event: an event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were returned for review. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there has been no other similar event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2015 and was revised on (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the devices at issue, device recall and excessive levels of cobalt and chromium in her blood.